Manufacturer narrative:
Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. At this point the doctor did not perform a fluoroscopy to verify the location of the disc before exposing the collagen. The key was inserted into the lock and the black sleeve was retracted to expose collagen. The doctor stripped the collagen form the wire and immediately knew from tactile feedback that the deployment was inside the artery. Manual compression held to achieve hemostasis and the patient was sent to surgery to remove the collagen. Patient recovered without any issue.